Manufacturer narrative:
Correction/removal number: 3002809144-09/18/19-008-c. Further investigation into this issue found that results could have been impacted by the alinity bulk solution level sensor on the alinity I instrument, in which the sensor inaccurately detects the float position due to a leak. The float sensor may result in a failure to properly monitor bulk solutions inventory which could impact the intended contents of the reaction mixture and create the potential for incorrect patient results. A previous product correction letter was issued to all worldwide customers with installed alinity I processing modules. The necessary actions outlined in the previously issued product correction apply to both issues: discontinue reporting results until troubleshooting is complete, provides instruction for inspecting the alinity ci- series bulk solution level sensors and the actions to take if a crack is found, and if the level sensor is not cracked, to reference the alinity ci- series operations manual for instructions on troubleshooting for the specific message code. The customer is also provided with specific instructions on how to perform weekly maintenance of the alinity ci- series bulk solution level sensor.

Event description:
The customer observed error code 1402 unable to process test. Activated read failure while processing on the alinity I processing module. The field service representative replaced the level sensor for the trigger solution and replacement resolved the issue. There was no reported impact to patient management.